Event description:
Kimberly-clark received a report stating, ¿customer reported that the pilot line disconnected from the endotracheal tube. This occurred when the patient moved around and the line got caught on something and detached from the tube. There was no injury, but the patient had to be reintubated. The tube used on the patient was discarded." (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer.